Event description:
It was reported that patient presented with non sustained lead noise due to suspected oversensing of myopotentials. The device was reprogrammed and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.